Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology combined with the patient's other underlying risk factors, which includes htn, cad, and chf nyha class iii, contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years and 10 months due to severe mitral regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. Post valve deployment, there was no evidence of mitral regurgitation. Tee demonstrated a well-seated transcatheter valve with excellent valve function. The patient remained hemodynamically stable throughout the procedure and left the operating room in stable condition. The patient was discharged home on pod #2.